Event description:
The clinician reports the implant was inserted (B)(6) 2011 in ada 15. Details of surgery: ridge augmentation. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.